Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of approximately 600 mg/dl; cause unknown. A correction bolus was delivered and an infusion set change was performed to address bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.